Event description:
It was reported that, "x-rays show heterotopic ossification about the superior trochantric region decreased mobilization upon the socket. There may be some early poly wear as well."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.